Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that when starting the procedure, the equipment displayed a blue screen with access only to the menu (as if the camera was not connected). Several resets were performed, but the issue persisted. The processors were replaced to continue the procedure. After some time without power, the equipment was turned back on and started working again. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the most probable root cause is a temporary malfunction due to a software hang on the mainboard of tc201. Because no product return, the root cause determination is just a guess of the investigator. The above conducted investigations did not reaveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. This event is filed under internal complaint ID (B)(4).